Event description:
Customer reported the left monitor intermittently goes blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the display adapter. System operates as intended. This MDR is related to ge healthcare complaint.